Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay when compared to another method and the patient history. The customer provided the following information: (B)(6) 2012: (B)(4) architect anti hcv (B)(6), retest by elecsys coi (B)(6) due to the patient history, of being (B)(6), a second sample was drawn and generated an architect anti hcv result of (B)(6), retest by elecsys coi (b(6). This patient had been tested 6 times between (B)(6) 2011 and (B)(6) 2012, each time generating a (B)(6) (ranges provided by customer): architect anti-hcv: (B)(6), elecsys coi = (B)(6). The result was not reported out of the laboratory. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 14241li00; based on distribution records for architect anti-hcv reagent the customer may have been using this lot therefore this lot was selected to evaluate. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend related to the lot evaluated. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect anti-hcv reagent list number 06c37, lot number 14241li00, was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).